Event description:
It was reported in a general comment that when treating the left anterior descending (lad) coronary artery with heavy calcification, the whisper guide wire tip gets stuck in the anatomy and is difficult to remove; however, the device is removed independently. There is no resistance during advancement. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3 - date of event: estimated. D4- the UDI number is not known as the catalogue number was not provided. The product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, user technique, or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.